Manufacturer narrative:
Device was discarded by the user facility and was not returned to manufacturer for evaluation. Lot history review revealed no anomaly relating to the reported event. With the obtained information, it is supposed that the guidewire distal end might be trapped by the lesion, where push-pull and/or rotational manipulation might be repeatedly applied for attempt to remove the guidewire, resulting breakage of the guidewire due to the accumulated force exceeding the product design limit. Warning section of IFU describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction.

Event description:
For treatment of cto lesion of sfa, confianza pro 12 guidewire was advanced with support of unknown microcatheter. Despite repeated attempt, the guidewire could not cross the lesion, physician decided to remove the guidewire, however, couldn't. Reportedly distal section was separated and approx 3 cm remained in the patient anatomy. The separated portion was kept left in the anatomy by physicians' preference. No adverse effect has been reported.